Event description:
Information received via medwatch report states: percutaneous coronary intervention (pci) was being attempted to the left anterior descending (lad) artery. While attempting to place a 2.5 x 15 mm xience xpedition drug-eluting stent (des) into the artery, resistance was felt by the physician as he tried to pass the stent outside of the guide catheter. While attempting to pull the stent back into the guide catheter, the stent became dislodged from the balloon. On fluoro examination the stent was located in the profunda femoris branch of the right lower extremity. Vascular surgery was consulted and a determination was made that the risks of attempting removal outweighed the benefits. Patient to be followed by vascular surgeon. Under fluoro it was determined that there was no occlusion to the artery or subsequent blood flow issues. No long-term complications are anticipated. Procedure completed with des from a different manufacturer. Catheter deployment system being returned to manufacturer. Additional information received noted the narrow proximal lad lesion was pre-dilatated with a 2.0 x 12 mm mini trek balloon dilatation catheter (bdc) prior to the des being advanced in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to position/remove the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Patient weight rounded, actual (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.